Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly removed the air hose from the ventilator. No issues were found on the ventilator. No parts were returned for investigation. Provided pictures confirm the detachment of the quick connector from the air hose. The root cause of the detachment has not been determined.

Event description:
It was reported that the quick connector on the air hose became detached. Patient involvement is unknown. Manufacturer's ref #: (B)(4).